Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during pre use that the cardiosave intra aortic balloon pump (iabp) had display monitor cutting in and out.there was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) replaced the lcd display to video receiver cable . The unit passed all functional and safety tests as per manufacturer's specifications.

Event description:
It was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) display monitor was cutting in and out. There was no patient involvement reported.